Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen). Manufacturer contacted customer with follow up phone call for knowing customer's conditions and ensure the new product replacement resolved the initial concern. At call back on (B)(6) 2016, the customer verified his condition had improved since the last call. Customer verified that since the last call he had not had medical attention. The customer stated that does not "feel quite, right" but he is "okay".customer stated is satisfied with the new product replacement readings. At call back on (B)(6) 2016, unable to establish contact with customer upon calling two times as line was busy. At call back on (B)(6) 2016, the customer stated he did not have any medical intervention related to diabetes since the last call.

Event description:
The customer is complaining of receiving multiple errors, customer unknown which error in particular the meter displayed. The customer received errors on the meter the day before the call day and therefore, could not test the blood sugar level. The customer stated that at 10:00 pm on (B)(6) 2016, customer called ems as a result of symptoms of shakiness and inability to speak. The customer was tested with ems's meter and obtained results of 38 mg/dl. Customer stated that ems treated the low blood sugar with IV infusion. Customer was not hospitalized. The customer's expected fasting blood glucose test result range is 135 - 140 mg/dl. During the call on (B)(6) 2016, the customer reported feeling well and did not report any symptoms. A back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 03/27/2017 and open vial date is (B)(6) 2016. Memory history review:customer could not provide the dates and times as he could not see the face of the meter very well): (B)(6). Memory concerns: undisclosed.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user's test strips had a poor storage(kitchen). Manufacturer contacted customer with follow up phone call for knowing customer's conditions and ensure the new product replacement resolved the initial concern. At call back on (B)(6) 2016, the customer verified his condition had improved since the last call. Customer verified that since the last call he had not had medical attention. The customer stated that does not "feel quite, right" but he is "okay." Customer stated is satisfied with the new product replacement readings. At call back on (B)(6) 2016, unable to establish contact with customer upon calling two times as line was busy. At call back on (B)(6) 2016, the customer stated he did not have any medical intervention related to diabetes since the last call.

Event description:
The customer is complaining of receiving multiple errors, customer unknown which error in particular the meter displayed. The customer received errors on the meter the day before the call day and therefore, could not test the blood sugar level. The customer stated that at 10:00 pm on (B)(6) 2016,customer called ems as a result of symptoms of shakiness and inability to speak. The customer was tested with ems's meter and obtained results of 38mg/dl. Customer stated that ems treated the low blood sugar with IV infusion. Customer was not hospitalized the customer's expected fasting blood glucose test result range is 135 - 140 mg/dl. During the call on (B)(6) 2016, the customer reported feeling well and did not report any symptoms. A back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 03/27/2017 and open vial date is (B)(6) 2016 memory history review:customer could not provide the dates and times as he could not see the face of the meter very well): (B)(6).